Manufacturer narrative:
Corrected data: b3. Updated data: b4, e2, e3, g3, g6, h2, h10, h11.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while the device was being used in the interventional room, the cs100 intra-aortic balloon pump (iabp) ECG signals were often lost. The unit automatically switched to blood pressure mode and continued to work, causing no interruption in treatment and no adverse effects.

Event description:
It was reported that while the device was being used in the interventional room, the cs100 intra-aortic balloon pump (iabp) ECG signals were often lost. The unit automatically switched to blood pressure mode and continued to work, causing no interruption in treatment and no adverse effects. Patient was involved and no harm occured.

Manufacturer narrative:
Updated fields - b4, b5, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional information: e1 (event site name: guangdong provincial hospital of traditional chinese medicine), contact person department: equipment department, engineer the hospital reported that cs100 intra aortic balloon pump (iabp) device was used in the intervention room, ECG signal was often lost. The device then switched to blood pressure mode and continued to work. There was no interruption in treatment and no harm reported . The department staff called the engineer to come for repair. A getinge field service engineer (fse) visited on-site inspection showed that the customer used a third-party cable, which resulted in a weak signal. The customer was advised to order the original ECG cable and the original ECG cable was installed and the device function returned to normal. All performance tests were performed on the device according to the factory requirements. The test results met the requirements and it can be used.